Event description:
Same case as MDR ID 2134265-2012-01991. It was reported that during a below-the-knee (btk) intervention, a catheter entrapment on guide wire occurred. The patient was treated for a stenosis in the left tibial artery. The v-14 guide wire could not be moved in the 3.0x220mmx150cm coyote balloon catheter. The v-14 guide wire was stuck at the tip of the coyote balloon. Both devices were removed together. The core wire was exposed on the v-14, but nothing detached from the v-14 wire. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR ID 2134265-2012-01991. It was reported that during a below-the-knee (btk) intervention, a catheter entrapment on guide wire occurred. The patient was treated for a stenosis in the left tibial artery. The v-14 guide wire could not be moved in the 3.0x220mmx150cm coyote balloon catheter. The v-14 guide wire was stuck at the tip of the coyote balloon. Both devices were removed together. The core wire was exposed on the v-14, but nothing detached from the v-14 wire. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: one device was received in a generic plastic bag. After visual inspection before decontamination process, device presents with the distal tip peeled and kinks along the body, device is stuck inside a coyote. Visual inspection was performed. The wire is stuck to a balloon. It was observed the distal tip damaged, poly tip peeled at 1.3 cm from the distal end, exposing the corewire for about 0.7 cm, also the poly tip presents several kinks along the entire tip. Additionally presents the coating severely scraped (peeled) from 44-45.5 cm and from 65-66.5 cm from the distal end. Also the wire presented 2 major kinks along the body at 4.5 cm and 74.5 cm from the proximal end. The od (outer diameter) of the device was measured at three locations where damage was not noticed. The guidewire is within od specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).